Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to oversensing. R-waves had decreased and capture was intermittent. The lead was found to have dislodged into the atrium. When lead repositioning was unsuccessful, the lead was explanted and replaced. The patient will be monitored closely.